Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer functioned normally. It was noted the programmer was dusty.

Event description:
It was reported the fan was noisy and often crashed. The programmer was returned for repair. There was no patient involvement.